Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that the fitting of the dovetail slide tube clamp was loose. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.